Event description:
It was reported that during induction testing for a subcutaneous implantable defibrillator (s-ICD) system, the initial 65 joule shock was ineffective at converting the induced arrhythmia. The second 80 joule shock was successful in converting the patient back to a normal sinus rhythm. Upon reviewing a post-implant x-ray, it was determined that this s-ICD electrode was positioned too high in the patient's chest. Technical services was contacted and confirmed that the electrode was likely positioned too high. At this time, the s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.